Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA issued. Medtronic investigation of returned suspect device finds that as reported, the tip of the instrument has been broken off. Mechanical failure, pieces broken, directly caused event.

Event description:
A medtronic representative reported that, while in a posterior lumbar interbody fusion (plif) procedure, a driver was damaged. The navigated driver tip sheered off during use of implanting screws. The surgeon continued the procedure using a different driver. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.